Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported left side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation : based on the device analysis grid, the assessments of the complaint are: deflation: observed, more than three openings on the anterior side assessed as surgical damage. Additional observation: crease observed on the device. Wear abrasion observed on the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported left side rupture. The device has been explanted and replaced.